Event description:
Procedure: colectomy. According to the report: the instrument into the rectum and extended through bowel. The instrument was fired and staples were applied. While removing the instrument, there was small rent in the very anterior portion on the ileal side. There was a minor segment of tissue attached to the device at the anterior portion (tissue tear at anterior portion of ileal side).